Event description:
Pt stated she was on her way to the hospital in an ambulance as she had performed a cartridge fill while pump was connected to her. Pt had filled 10 units and was unclear how much of the 10 units were actually delivered to her.

Manufacturer narrative:
No product has been returned for eval. Should new info become available a follow up MDR will be submitted.